Manufacturer narrative:
The physical evaluation of the subject scope found the adhesive at the distal end cover was peeling. Additionally, the probe unit was leaking and the bending section cover adhesive was cracked. The scope was repaired to standard specification and returned to asset inventory. The asset was last serviced (no problem found) on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the adhesive at the distal end cover of the evis exera ii ultrasound gastro-videoscope was found peeling. There was no report of any problems associated with the device and there was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. From the manufacturing year of the device, the possibility of peeling due to age-related deterioration and other factors is likely. It is also possible consequences of external forces such as strong rubbing of the area during normal use, including reprocessing, may have resulted in the development of the reported issue. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. This supplemental report is also to advise that upon further review the following issues recorded in the initial report are not reportable malfunctions. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur: the probe unit was leaking and the bending section cover adhesive was cracked.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from custome to MDR# 8010047-2020-00807. The nurse at the user facility further reported that there were no patient injury or medical intervention associated with this device. This scope was reprocessed through the medivators scope washer and it is unknown if the forceps cover glue was peeling or if there was any visible damage to the distal end prior to reprocessing. Attachments necessary to complete the reprocessing were attached and secure per protocol. It is unknown if there was any other physical damage to the device, if there were kinks, coils or if the device sustained a deep impact. Per protocol, cables and connections were checked. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.